Event description:
The patient experienced an increase in spasticity. When attempting a dye study on (B)(6) 2012, they could not aspirate. In regards to a catheter revision performed on (B)(6) 2012, the intrathecal end was intact but the pump segment was revised. The sutureless connector was broken. It was further indicated that a new proximal section of catheter was added as the 'old' catheter remained in the intrathecal space; and just the proximal segment was trimmed. Following the revision, they were able to aspirate. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4).